Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation. Solution is dried on the lens. The lens was returned in three pieces, typical of insertion and removal from the eye. One haptic is broken in the gusset area and returned as one of the pieces. The opposite haptic has a nick on the edge on the anterior surface. The lens was cleaned for further evaluation. A small triangular crack is observed near the outer refractive ring on the posterior side of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. A small crack was observed. We are unable to verify that this is the reported crack as the lens was returned cut in half. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that iol was exchanged for the same model with a difference of 2.0 diopter of power four days following the initial iol implantation procedure.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following a cataract surgery with an intraocular lens (iol) implantation, the patient experienced poor vision with glare. The ophthalmologist determined that the event was the cause of the lens crack so the iol exchange was performed. Additional information has been requested.